Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient mentioned micro is small and "migrates" in the pocket. The patient states the old implant was bigger and did not move. The patient states hcp implanted deeper since pt does not have much "cushion" back there. Additional information was received on (B)(6) 2022. The patient said they have to have a revision in april because the ins is moving. Patient said the ins was put in once then revised because it was too shallow so they implanted the ins deeper then the ins moved again and had to be put in deeper. Patient's ins moved again and is hitting a bone and they will be having a revision in (B)(6) 2022. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97810, serial#: (B)(4), product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.